Event description:
It was reported an angio-seal device was deployed to seal the arteriotomy site. The pt experienced a retroperitoneal hematoma. A pre-placement femoral angiogram was not performed. The physician stated the puncutre site may have been high or double wall puncture. The pt was reportedly doing well.